Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fracture of the right ventricular lead was suspected. The patient was asymptomatic. The lead was capped and replaced without complications.